Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was defective.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic was cut typical of insertion and removal. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported of ¿defective¿. The specific lens issue was not specified. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).